Event description:
Plus orthopedics USA was notified in 2005 of the MFR recall of devices. The recall was initiated after a device investigation determined that a weld did not meet specifications valid at the time of production. This recall has been reported to FDA. The complaint investigation was initiated by plus USA after a report of a vks distal femoral resection guide adjustment knob tower was found broke off; breakage did not occur during a surgery, and is presumed to be a handling issue. The MFR device failure analysis determined that recurrence of breakage may be possible due to the weld specifications. If breakage were to occur during surgery, it could affect the pt. As such, it was desired to submit this report of the potential malfunction of the device. Plus USA has had no other breakage complaints concerning this article and there have been no reported pt injuries or problems during surgery.